Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(6) alleging that her onetouch verio iq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 4:45pm when the patient developed hypoglycemic symptoms then tested with the subject meter and she obtained the result of "225 mg/dl" then again at 5.21pm she obtained the result of "200 mg/dl". The patient manages her diabetes with self-adjusting insulin. The patient stated that she took less food/drink and also took a dose of 3 units of novorapid insulin, than at 7:22pm she retested using the subject meter and the result obtained was "65 mg/dl". The patient stated that she developed the symptoms of "sick, sweating and trembling" before the alleged inaccuracy began (date/time not provided). The patient stated that she was taken to hospital by ems on (B)(6) 2015 at 10:30pm where she received hcp treatment of anti-vomit drugs, painkillers, quick insulin and serum. The patient stated that on (B)(6) 2015 at 12:30am her blood glucose was tested using a calibrated lab device and the result obtained was "90 mg/dl" compared to a result of "270 mg/dl" obtained from the subject meter on (B)(6) 2015 at 10:30pm, both results were taken more than 30 minutes apart from each other. The patient also compared a result of "599 mg/dl" using the subject meter to a result of "270 mg/dl" using a hospital device on (B)(6) 2015 at 1:10am, both results taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%.at the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient was using the correct testing technique, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the adverse event associated with this complaint was reported under a related complaint. The alleged product issue was not resolved with troubleshooting.